Manufacturer narrative:
Han y, wang f, xiaokereti j, et al. 2022. Dislodged watchman device retrieved using double transeptal sheaths technique and reinstalled with lambre device. The anatolian journal of cardiology, volume 26 number 5. Date of event - estimated since unknown. Initial reporter facility name : the first affiliated hospital of xinjiang medical university. Initial reporter address 1: department of cardiac electrophysiology and remodeling.

Event description:
It was reported via literature that device movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 33mm watchman laa closure device with delivery system (wds). Two days post procedure, the patient experienced chest pain and a transthoracic echocardiogram (tte) revealed the closure device had embolized out of the laa to the top of the left atrium. Two non-boston scientific (bsc) catheters were used to attempt a double transeptal sheath technique. The physician was unable to snare the closure device with two gooseneck snare loops. A non-bsc pigtail catheter was used to stabilize the closure device against the top of the left atrium and the device was able to be snared. The proximal end screw of the closure device was also snared. 300ml of ice water was added along one of the non-bsc sheaths which softened the closure device and allowed it to be removed from the patient. A non-bsc laa closure device was used to complete the procedure. The patient fully recovered.